Manufacturer narrative:
(B)(4).

Event description:
Pt reporting inaccuracies. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/22/2018, that on (B)(6) 2018, an inaccuracy between the continuous glucose monitor (cgm) and blood glucose (bg) meter occurred. Data was received for evaluation, no additional event or patient information is available.